Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The surgeon was able to press the green firing button but was not able to squeeze the handle and fire the device. It is unknown how the case was completed. Patient status is unknown.